Event description:
It was reported, the fabric foundation of the unit had developed a burned area. Visual inspection of the unit revealed that, the heater wire had broken, allowing electricity to briefly spark and damage the fabric foundation.